Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/30/2016 , to report a broken sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor (serial number (B)(4)/lot number 5214972) was returned for evaluation. A visual inspection was performed and the sensor was inserted further in the housing puck than designed for resulting in a shorter exposed wire fragment. The reported event of a broken sensor wire was not confirmed because the wire is not broken. A root cause could not be determined. However; it is unknown if the returned sensor is the sensor at fault.